Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that there was no smoking, firing or melting, but there were a few instances where sparks appeared where there are exposed wires at the strain relief when she removed the adapter from the outlet. She indicated that she wrapped the cord around the transformer housing when storing the power supply away. She also indicated that her replacement power supply is working without issue, that she disposed of the original power supply and that no injuries were sustained as a result of the issue. Sparking is indicative of at least one short in the dc cord. As the original product is not available for evaluation/analysis, no definitive conclusion regarding the root cause of the reported event can be made. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are ongoing.

Event description:
The customer reported that the her breast pump is approximately 5 years old and she has used it over the years without any problems. She is now using it 4-6 times per day and the wires are exposed. She indicated that the pump works with the battery pack. An injury was not reported.